Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this lead had an infection. A revision was performed and the cardiac resynchronization therapy pacemaker (crt-p) with the bundle of his lead, non-boston scientific right ventricular (rv) lead and non-boston scientific right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The lead was not returned for analysis.